Event description:
It was reported that the pump usb port was observed to be damaged, resulting in the charging cord being unable to plug into usb port. The customer's blood glucose level was 164 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.